Event description:
It was reported that the pump touchscreen was intermittently unresponsive, and required the pump to be reset in order to resolve the issue. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.